Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported the philips that the cable failed during patient care. Customer requested bench repair. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
(B)(4).